Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been running high and was unsure if insulin was being delivered properly. The blood glucose reading was 407 mg/dl. The customer reported that he had a back up plan and had no symptoms of high blood glucose. The customer had only treated with the insulin pump. The customer reported that the drive support cap appeared normal and recessed. The customer declined to check for air bubbles, leaks, or site issues. The insulin pump settings and bolus history entries were correct. The insulin pump passed the high pressure test. The customer called back and reported that the infusion set and insulin had to be changed 4 - 5 times without the resolving the high blood glucose. The customer also reported that he had used an IV clamp rather than the tubing clamp and that insulin came out of the line over 10 units. The customer stated that he would call back after receiving the tubing clamps to perform the high pressure test.